Manufacturer narrative:
Correction to h8 field - updated to initial use of device. Intuitive surgical, inc. (Isi) did receive the distal setup joint (suj) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system log and reproduce the issue during in-house testing. Upon visual inspection, no issues were found to be related to the reported event. The unit was installed on a golden system in normal mode where error 23103 was triggered and error 23105 in error log. The unit was also installed on a patient side cart (psc) fixture test platform (pftp) where it failed wrist encoder test thus replicating the event. Fa regapped the encoder and retested it in which all relevant tests passed. As a result of these findings, fa able to conclude that the wrist zettlex encoder is the root cause of the reported problem. The probable root cause is attributed to the wrist zettlex encoder in the distal suj.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the distal setup joint (suj). The system was tested and verified as ready for use. As of the date of this report, the distal suj has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during da vinci-assisted surgical procedure, the site contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report a recoverable error message on the screen. Site restarted the system multiple times, but the error persisted. They disabled the universal surgical manipulator (usm) 2 so they could continue and finish the procedure with 3 arms. Tse reviewed logs and confirmed the error 23103 and 23105 pointing to a setup joint problem on usm 2. Tse guided caller to make a hard power cycle with emergency power off (epo) to resolve the issue, but no change. The procedure was completed with no reported injury.